Event description:
It was reported that, during an ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited oversensing related to the minute ventilation (mv) feature. Consequently, two signal artifact monitor (sam) episodes were stored, in which the mv was deactivated. Additionally, low out of range pacing impedances in the right atrial (ra) lead were observed, measuring below 200 ohms. No adverse patient effects were reported. This ra lead remains in service.